Event description:
The instrument was used during a viddeoscopically assisted thoraic surgery during the week of 9/3/96. It was reported on the first firing, the cartridge fell into the pt. It was retrieved. A new ez45b was opened to finish the case. Rep unable to determine if first instrument was fired or if the cartridge fell out upon insertion into thoracic cavity. No buttressing material was used. There was no consequence to the pt.